Manufacturer narrative:
Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements, including sterilization requirements for release.

Event description:
On (B)(6) 2026, senseonics was notified of a user's hospitalization related to an infection at the sensor insertion site. The user was reportedly hospitalized for approximately four weeks; however, no additional clinical details were provided. Subsequent attempts to obtain further information were unsuccessful, and no additional details are available.